Event description:
It is reported that patient is alleging personal injuries associated with possible failure of the hip implant.

Manufacturer narrative:
It is reported that a smith and nephew bhr acetabular cup and birmingham modular head was used with zimmer (B)(6) cpt cocr extended offset stem. The specific non zimmer modular components could not be confirmed based on the description provided. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. Review of the complaint history for lot code associated with the cpt stem indicated no prior complaints for this lot. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information recently recieved does not change the outcome of the previous investigation.